Manufacturer narrative:
This additional report has been filed to provide the UDI that was inadvertently omitted on the initial regulatory report was submitted by the manufacturer on 14aug2018. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4).

Manufacturer narrative:
Approximate age of device- 10 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the reported driveline exit site infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the hospital with swelling, discharge and erythema at the driveline insertion site. At the time of the event, the patient's white blood cell count (x 10^9/l) 7.3. Blood and wound cultures have been sent. The patient was started on intravenous (IV) cefepime and vancomycin and evaluate by infectious disease. It was determined by infectious disease that the symptoms were brought on after drive line was exposed to bath water in which the culture tested positive for staff aureus. The patient was stabilized and discharged on IV antibiotics for 14 days. No additional information was provided.